Event description:
It was reported that during a surgery before implantation it was found that the humeral bearing poly was shifting roughly 1-3 mm in either direction. The bearing was then disassociate from the humeral tray with the surgeon's hands, and the humeral bearing broke off. The surgeon then proceeded to try another poly. It did the exact same thing, except the tabs did not break on the second poly. We then tried a third 40 +3 poly which did the exact some thing as the previous two, except the doctor left the bearing in the patient and finished the case. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products - medical product: catalog #: 110031428, cr vivacit-e 40 mm brng +3, lot # 65164152, catalog #: 110031428, cr vivacit-e 40 mm brng +3, lot # 65163939, and catalog #: unknown, unknown tray, lot # unknown. The customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-02574, 0001822565-2022-02575, 0001822565-2022-02577 remains implanted.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. This event was further investigated through the CAPA process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
After further review, it was determined that this product should be not reportable.

Manufacturer narrative:
(B)(4). After further review, it was determined that this product is a comprehensive mini. The comprehensive mini product line is not same or similar to the comprehensive reverse product line. Further, this product's malfunction did not cause a serious injury and has not in the past. Therefore, this should be not reportable.